Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered falsely. False elective replacement indicator (eri) triggered on (B)(6) 2016 due to measurement system lo ck-up. Reset of the device by programmer with updated software cleared the false eri and lock-up condition. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of implantable pulse generator (ipg) the patient experienced short dizziness episodes. It was also reported that during follow up check the ipg had triggered recommended replacement time (rrt). The ipg was re-programmed however, no battery data available. Device data revealed that the ipg had previously exhibited a false elective replacement indicator (eri) lock-up condition and device settings reverted. The implantable pulse generator (ipg) was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.